Event description:
As physician was ablating for supraventricular tachycardia (svt), a steam pop occurred, resulting in localized right atrial edema. This resulted in the patient going into a 3:1 heart block. Heart block is a known potential complication of ablation. Temporary pacing wire was placed, patient was stable. Transferred to ICU and scheduled for pacemaker implant.